Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure " image flickered and e216 scope communication error " was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope image flickered and e216 scope communication error occurred. The issue was found during a laparoscopy procedure which was completed.the device was inspected before use and there were no findings. No reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope image flickered and e216 scope communication error occurred. The issue was found during a laparoscopy procedure which was completed.the device was inspected before use and there were no findings. No reports of patient harm associated with the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: h11. Based on the results of the investigation the most probable cause of the complaint is cause trace to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.